Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a failed battery test alarm even after battery cap change. Customer's blood glucose was 8.7 mmol/l. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected error test. Pump passed all operating currents tested within the specification range and passed off no power test. Pump was monitored and tested with no failed battery test noted. Pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, missing end cap sticker and minor scratches on display window noted.